Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported his insulin pump has a constant alarm. He reset the device, but it is still alarming. Customer's blood glucose is 330 mg/dl. He treated with a manual injection. Customer inserted a new energizer battery, but the issue persists. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump was monitored in two days and had no audio beep anomaly, constant tone alarm anomaly or reset anomaly noted. Insulin pump received with cracked display window, cracked case at display window corners and cracked reservoir tube lip.